Event description:
Litigation alleges that the patient had excessive levels of chromium and cobalt and metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient had excessive levels of chromium and cobalt and metallosis. Doi: (B)(6) 2009, dor: none reported (left hip). Patient is a resident of (B)(6). Update (8/9/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update der rcvd 26 aug 2014 - added pain as a reason for revision, sleeve, dor, patient height, weight and dob.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.